Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the migration and subsequent knee pain was attributed to the first im nail being poorly placed. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 9mm x 340mm, standard nail using two screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fractured left femur, was replaced due to implant migration and knee pain.